Manufacturer narrative:
Further inspection of the returned device was unable to confirm the customer¿s complaint of a ¿blurry image.¿ the cause of the cable failure that attributed to the b30 error cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the camera head image appeared blurry. The camera head was returned for evaluation and a ¿b30 communication error¿ was observed due to a faulty cable. This report is being submitted to address the communication error observed during evaluation. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.